Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using ruby coils and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician encountered resistance after advancing the first ruby coil approximately one hundred centimeters into the microcatheter. Therefore, the ruby coil and microcatheter were removed together from the patient and the ruby coil was removed from the microcatheter. The procedure was completed using twenty non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.